Event description:
Rec'd call from rn at facility who reports that during dialysis the blood tubing near the pump segment was found dripping with blood. The blood pump alarm did not go off. The line has been saved. The pt lost less than 100ccs of blood. No add'l adverse effects were noted and no med intervention was required. The sample is available MDR filed due to blood loss only.